Event description:
This case was reported by a consumer and described the occurrence of almost choked in a (B)(6) female pt who received corega (super poligrip ultra fresh denture adhesive cream) cream for denture adhesion. A physician or other healthcare professional has not verified this report. On an unk date, the pt started corega (dental). At an unk time after starting corega, the pt experienced lack of efficacy, as the product did not hold her dentures. The pt stated that she almost choked as the product was watery and was oozing (pharmaceutical product complaint). This case was assessed as medically serious by gsk. Super poligrip ultra fresh was discontinued. At the time of reporting, the events were resolved. Super poligrip ultra fresh cream is manufactured in (B)(4). The lot number for this product is available; however, it is unk if the product will be returned for quality assurance testing. (B)(4).